Event description:
Patient reported obtaining back-to-back blood glucose results of 80 mg/dl and 140 mg/dl on the compact system. Patient did not modify therapy based on these results. No adverse event was reported. Patient stated that a level-one quality control test was performed on the system and the value was within acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.